Event description:
It was reported that the 9800 system had dark images during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power output in the room was too low. The transformer was re-strapped during the service call. The system was tested and found to be working as intended, and put back into service.